Event description:
Drug/diluent: ropivacaine 0.1%. Fill volume: 400 ml. Flow rate: 4.0 ml/hr. Procedure: total left knee replacement. Cathplace: femoral block. The pump was started at 10 am on (B)(6) 2013. In the morning of (B)(6) 2013, the pump had very little medication left. The pump was discontinued and a new pump was connected to the pt to continue pain control therapy. The pt had no signs or symptoms of drug related side effects. No pt injury or medical intervention was needed as a result of this reported incident. Pt is reported to be stable.

Manufacturer narrative:
Method: the device was received for eval and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. Results: testing is currently being performed on the returned unit. The device passed all mfg specs prior to release. Conclusions: a f/u report will be filed when the investigation is complete. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.